Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.85mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to damage during use, as moderate misalignment can occur from grasping hard tissue or objects, or from collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not release the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred during the procedure while the surgeon attempted to remove the clip. There was no motion experienced while using the instrument; however, it is unsure how many times the instrument had been used during the case when the incident occurred. A new clip applier was retrieved to finish the procedure.